Event description:
It was reported taht pt was implanted with hydrosorb mesh filled with healos ii sponges and posterior fixation with healos ii sponges in the posterolateral gutters. At an unk time post op, pt had collapsed disc space height, pseudoarthrosis, and l4 screw pull out into disc space. Approx. 11 months post op, pt had revision surgery to remove and replace device.